Manufacturer narrative:
Follow-up #1: date of submission 08/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: a review of the black box revealed data on (B)(4) 2016. Due to continued use of the pump, the black box data with the event date of (B)(4) 2015 was overwritten. The pump revealed no evidence of a prime issue. The total daily dose added up correctly and reflected the users programmed basal rates. The rewind step was performed on the pump and a recurring 128-fe80 alarm was emitted. The pump cover was removed; there was evidence of internal moisture observed on the keypad flex connector and internal components. The remaining investigation steps for the prime issue was unable to be adequately investigated due to the internal moisture and corrosion damage found to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was above 575 mg/dl with large ketones, extreme thirst, and extreme urination. It was reported the patient was received phone advice from a healthcare provider that day and was treated with insulin via the pump and insulin via injection. During troubleshooting, it was determined the prime sequence was not being performed correctly: the correct amount of insulin was not being primed. There was no indication or allegation of a device malfunction. This complaint is being reported because the alleged serious health event was attributed to a device use error.